Event description:
A report was received that the patient was experiencing discomfort due to the position of the ipg. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing discomfort due to the position of the ipg. The patient will undergo an explant procedure. No device malfunction was suspected.